Event description:
On (B)(6) 2010, pt reported the down button on the infusion device was defective. Down button started to work intermittently approximately 4 months ago. Pt has used this infusion device since (B)(6) 2007 and boluses 5-7 times per day. Down button pops up after being pressed. Infusion device was not dropped or exposed to water insulin ingress. Both up and down buttons functioned as intended during troubleshooting call. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.